Manufacturer narrative:
--

Event description:
Additional information was provided that the patient passed away two days following the procedure to revise the lead. According to the field representative who was present at the revision procedure, the patient presented to the emergency room due to symptoms from not having rv therapy due to the dislodged lead; however was stable enough for the revision. Upon attempts to revise the lead, the patient's right side was occluded; therefore, a new system was implanted on the opposite side. The procedure was successful. The field representative checked the patient the following day, everything was normal, and the patient was doing well. The field representative was not aware that the patient had died, but indicated that he would follow-up with the physician who performed the lead revision to confirm that the procedure was not a contributing factor in the patient's death. The field representative spoke with the physician and the physician was not aware of any procedure-related issues that would have contributed to the patient's death. The device was not available for return.

Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be dislodged at device change out that was confirmed through fluoroscopy. Additional information indicates that there was no capture and lead exhibited undersensing. Further, the patient presented with sinus bradycardia. This rv lead was surgically abandoned. No additional adverse patient effects were reported.